Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. The pulse generator exhibited backup vvi operation due to a single flipped bit in the product code. After a software download, normal function resumed. The device remained implanted.